Event description:
It was reported that during a lap tubal procedure, the inner seal came off inside the pt. They were able to retrieve it without incident. They used another trocar to complete the procedure.

Manufacturer narrative:
The analysis results found that the device was returned with the outer gasket torn and missing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.